Event description:
It was reported to philips that the ac module for the device was making a buzzing noise and would power on and off while attempting to charge. There was no reported patient or user involvement and no adverse patient/user impact.